Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with chest pain. The patient went into vf while an in-patient. The device appropriately delivered four high voltage therapies, then intermittently undersensed the vf signal. A false return to sinus was detected by the device due to intermittent undersensing while the patient still in vf. External defibrillation was used to rescue the patient. Pleural effusion was diagnosed after the vf storm. High capture threshold and reduced sensing were noted. Programming changes were made and the patient was placed on dnr/dni status and discharged to a sub-acute rehab facility.